Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images shows ap and lateral lumbar films preop with degenerative disc disease with osteoporosis and degenerative spondylolisthesis at l4/5. Initial surgical treatment is a lumbar decompression, l4/l5 and l5/s1 tlif with posterolateral fusion with pedicle screws. Subsequent films show lysis about the l4 screws with loss of reduction necessitating revision to include pmma augmentation at l4. Reported alif cannot be verified by these films. This surgery appears appropriate and represents simple failure of bone/implant interface to adequately hold during the fusion process.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.